Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was confirmed post procedure by patient¿s physician when she went in for consultation. As a result, the patient underwent removal and replacement with an unspecified mentor gel prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view that extended to the anterior view. Leak testing was performed in accordance with mentor procedures, and one leak was found in the crease on the posterior view of the device. The leak was caused by a rent measuring less than 0.1 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. The device history record (DHR) of lot number 267372 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information: explantation date: (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round moderate profile. Procode: fwm. Common device name: prosthesis, breast, inflatable, internal, saline . Catalog: 3501640. Lot: 267372. Unique identifier (UDI): (B)(4). PMA/ 510(k): p990075. The device history record (DHR) was reviewed on 9/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).